Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction is traced to component failure and the most probable cause of the malfunction found during device evaluation is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had incompatible scope error (e315). The issue occurred during inspection for use. There were no reports of patient harm.